Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection revealed that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected; no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 13, 2026. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided section a6: race: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single piece preloaded multifocal intraocular lens (iol) was explanted from patient's left eye due to visual issues that was described as "light halos, night driving". The issues was identified during a post-op site visit. No unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. It is unknown if any medication was prescribed that was outside of the standard of care or any delay in the procedure. Directions for use was followed. The patient has fully recovered. No further information was provided.